Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a drop in r-wave measurements and no capture at maximum pacing threshold outputs. The physician thought the rv lead may have dislodged and moved. Surgical intervention was performed and the rv lead was repositioned successfully. The patient came back a couple of days later complaining of intermittent chest pain. The rv thresholds had risen again and the system was reprogrammed to address this. An echocardiogram performed showed the patient suffered a pericardial effusion. The patient was readmitted the following day complaining of worsening chest pain. An x-ray showed the rv lead had perforated the patient. Surgical intervention was performed again and the rv lead was repositioned and remains in service. No additional adverse patient effects were reported.